Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Infection is a potential event that may be associated with use of the product. The IFU provides guidelines to reduce the occurrence and severity of infection. Those with compromised immune systems and/or treated with multiple antibiotics are more susceptible to these types of infections which may be transmitted via direct and/or indirect contact with contaminated surfaces. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Event description:
It was reported that the patient was admitted to the hospital with complaints of sepsis and "high watt", and then "low flow" alarms. Pump flows were reported to be 0-1 lpm. Echocardiogram (echo) results revealed "lvad dysfunction" and could not determine if there was pump flow. Pump support was discontinued on (B)(6) 2016. According to the site, the patient had a high white blood cell count (wbc), no fevers, with an inr greater than 2. This patient has never had a history of noncompliance. The clinical specialist reported that the patient's "blood culture" popped the next day which may have triggered infection followed by a coagulopathy cascade. The pump was subsequently explanted during which a large clot/vegetation was noted in the left ventricle. Investigation is ongoing.

Manufacturer narrative:
This device is used for treatment not diagnosis. The pump ((B)(4)) was returned to the manufacturer for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. Various analyses were conducted and reviewed in order to evaluate the performance of the device in relation to the reported event. Review of controller log files confirmed the reported high watt and low flow alarms. Analysis of the pump revealed that the device met specifications; the device passed visual examination, dimensional verification, and functional testing. Independent pathology report revealed thrombus within the inflow lumen of the upper housing. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the inadequate flow rate can be attributed to thrombus formation.